Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophageal-gastrostomy, there was a poor staple formation and incomplete donuts. Staples were not formed at all. Anvil could not be tilted after firing. Resection and re-stapling were done to fix the staple line. They changed device to a new one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.